Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value is unknown. Customer stated he had changed the battery 3 days prior to the alarm. Customer declined troubleshooting as he had just changed the battery. Customer stated he would monitor the device. Customer was advised a battery cap replacement would be sent.